Event description:
It was reported via repair work order that the bed lift was stuck in an elevated position due to a screw on the motion interrupt pan being loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.